Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting high out of range right ventricular (rv) shock lead impedance above 2000 ohms. The patient had a low frequency treatment the day of the oor measurement, but noise was reproducible with isometric maneuver. Technical services (ts) was consulted and noted stable impedance measurements and recommended to continue to monitor. This ICD system remains in service. No adverse patient effects were reported.